Event description:
Ethicon endo-surgery ligamax 5 endoscopic multiple clip applier not functioning correctly. The clips are not fully discharging from the applier, preventing the clip body from closing. Only the tips of the clip are actually meeting.